Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a lesion in a heavily calcified, mildly tortuous mid left anterior descending coronary artery. A 2.0 x 15mm mini trek rx balloon dilatation catheter was reported to have ruptured at 8 atmospheres during the first inflation. Another balloon was used to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, functional and scanning electron microscopy (sem) inspections/analysis were performed on the returned device. The reported balloon rupture was not confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported balloon rupture however, the noted splitting and tearing observed along the outer surface of the inner member on the returned device appear to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.